Manufacturer narrative:
Initial.

Event description:
It was reported that the family observed the patient repeatedly using meal announcements on the ilet to lower blood glucose, and support staff advised that such use could maladapt the pump¿s meal learning; education on correct meal announcements and hypoglycemia treatment was provided, and additional training was scheduled with the family. Symptoms included concern for potential hypoglycemia, though no hypoglycemic event was reported. Outcomes included no change in blood glucose control attributable to this interaction and no alerts, alarms, or medical interventions. Investigation included review of the report indicating multiple meal announcements and provision of educational materials and scheduling of additional training to assess use patterns. Investigation of this case revealed user-related misuse of meal announcements with a risk of algorithm maladaptation, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, mitigated through education and planned training.